Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the image was lost during surgery. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: rebooted during case. Confirmed failure: power supply board failure, transition board - broken tabs. Probable root cause: ¿ cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ intermittence between transition board and ch connector ¿ fan / insufficient cooling ¿ software ¿ camera head (sensor, sensor cable) ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp) ¿ extension cable ¿ intermittence while using rf devices (ex: valleylab) ¿ problem toggling light source from camera head ¿ connected monitors ¿ leaking ¿ use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image was lost during surgery. The procedure was completed successfully.